Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery with mild tortuosity and heavy calcification. The balance middleweight (bmw) guide wire was advanced to the lesion. The xience xpedition stent delivery system (sds) was then advanced without issue and the stent was deployed successfully. During removal of the sds, resistance was noted with the guide wire. The sds was pulled hard, but could not be removed from the guide wire. The devices were removed together. Outside the anatomy, the sds was pulled off the guide wire, and the guide wire coils became detached. The procedure was complete. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4): excessive force. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot identification numbers were not reported. Based on the information reviewed, there is no indication of a product deficiency. It was reported that force was applied when resistance was met during withdrawal. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use instructs the physician that should resistance be felt at any time during coronary stent system withdrawal, the device should be re-inflated, deflated, and withdrawn without using force. In this case, the reported IFU deviation did not cause or contribute to the complaint. The bmw guide wire referenced is being filed under a separate medwatch report.